Event description:
Us complainant reported the patient was on impella cp support. While on support, that the impella cp pump stopped. The pump was attempted to be restarted without resolution. An alarm on the automated impella controller (aic) displayed impella stopped, controller failure. Nurse was instructed via phone to retrieve another controller and was instructed on how to perform a controller change out. Care was withdrawn and patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support. While on support, that the impella cp pump stopped. The pump was attempted to be restarted without resolution. An alarm on the automated impella controller (aic) displayed ¿impella stopped, controller failure¿. Nurse was instructed via phone to retrieve another controller and was instructed on how to perform a controller change out. Later care was withdrawn and patient expired. The death has been documented on manufacture report number 1220648-2024-19101.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. B1 adverse event revised as it was erroneously entered on the initial manufacturer device report number. B2 death should not be on the initial submission as death was reported on another manufacture report. B5 revised from the initial submission as death was reported on another manufacture report. D2 common device name revised on manufacturer device report in accordance with updated procedures. D9 device returned to manufacturer date added g1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H1 revised from the initial submission as death was reported on another manufacture report. H3 revised from the initial submission as device was returned h6 health effect impact code revised from the initial submission as death was reported on another manufacture report and the devised was replaced. H6 investigation conclusions revised from the initial submission in accordance with updated procedures. H10 additional manufacture narrative revised as product was returned.